Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, was alerted by sr <nurse's name> that 1 ea of suture snapped during dr <doctor's name>'s case. 2nd piece was opened to continue with the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one needle suture combination in two sections outside the overwrap packet that pertains to product code w8702 were received for analysis. This product code is double armed. During visual inspection of the returned sample, the swage and attachment areas on the needles were observed to be as expected. The suture pieces were examined, and the ends were noted to be cut likely caused by a surgical instrument. No anomalies or issues related to breakage suture was observe during the evaluation. However, it was noted that the surface of the suture exhibited evidence of crushing. A functional test was performed in one suture piece using an instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) on dd mmm yyyy or provided from knowledge as you were present in the case? Additional h11: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown.